Event description:
Na

Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: the guidewire was received introduced to the needle. The section of guidewire exiting the needle showed evidence of pulling which appears to have introduced distortion and coil expansion. The damage seen during MFR's analysis of the device is characteristic of damage which is introduced when excessive force is applied to the guidewire. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR's analysis of the device, the report that "the guidewire broke while in use" has not been confirmed. However, the damage seen during the MFR's analysis of the device appears to have been introduced in the clinical field, not during the mfg/packaging or shipping of the device. No further details are available. The customer wil be notified of the MFR's findings. The MFR is now closing the file on this event.